Manufacturer narrative:
Device evaluation: one smiths medical cadd-ms 3 was returned for analysis in used condition. During testing and inspection, the device was found to have lost programming due to a battery issue. The device is unable to hold programming for two days without power from the battery. Per the operator's manual for the pump the battery must be replaced as soon as possible after the pump gives a low battery notification.

Event description:
Information was received that a smiths medical cadd lost its programming, unit asking. No adverse patient effects were reported.